Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, causes for the reported air embolism and ECG changes could not be conclusively determined. The reported patient effects of ECG changes (cardiac arrhythmias) and embolism, as listed in the mitraclip g4 system instructions for use, are known possible complications associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 mixed mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, steerable guide catheter(sgc) was advanced into the septum. Air was observed at the left side below the sgc. While retracting the dilator, aspiration was performed. During the deployment of the clip, st elevations were observed in electrocardiogram.(ECG) the ECG returned to normal state post deployment. Medication was provided for treatment for ECG changes. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects.